Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The issue was resolved by providing the customer with pump reset information, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the problem reappears.